Manufacturer narrative:
The explanted lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluation. The lead was received severed at about 16.5 cm from the terminal pin and the two returned segments were both extremely stretched, consistent with explant damage. The tip of the lead was not received. Resistance testing found the segments were electrically continuous. No further testing could be performed due to the condition of the lead. Laboratory analysis was not able to confirm the reported high, out-of-range pacing impedance measurements that were observed clinically.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis. The reported cause of death was listed as pulmonary embolism or myocardial infarction.

Manufacturer narrative:
The explanted lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis.